Manufacturer narrative:
Visual inspection: in the first step of our investigations an optical control is carried out. It is checked whether any defects, deformations or other noticeable irregularities can be identified. Permeability test: to proof the penetrability of the valves we have carried out penetrability tests. These tests are carried out at a calculated hydrostatic high (open pressure of the valves + 30 cmh2o) in horizontal direction of flow. Computer controlled test: the test is performed with a miethke computer controlled testing apparatus. The progav 2.0 shuntsystem was tested by simulating a cerebrospinal fluid flow at rates between 60 ml/h down to 5 ml/h in the horizontal and vertical position (in acc. To iso 7197). Distilled water is used as test-liquid. Adjustment test: the adjustment test is used to ensure that the progav 2.0 can be adjusted to all pressure levels. The tests are carried out with the standard progav 2.0 check-mate and measurement tool. The valve is adjusted from 0 to 20 cmh2o and down again in increments of 5 cmh2o. Braking force and brake function test: to measure the braking force, we tested the progav 2.0 valve with a braking force apparatus. Here it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. Results: no significant deformations or damage of the valves were detected during the visual inspection. Next we tested the permeability and opening pressure of the valves. The progav 2.0 valve was not permeable, therefore the claim of over/under-drainage could not be further investigated. The shunt assistant was permeable and operating within specifications. In order to investigate the suspicion of a dysfunction, we carried out a computer controlled measurement on the shuntassistant 2.0. The shuntassistant 2.0 was measured at an opening pressure of 10 cmh20 in a vertical position. With a measured value of 9,09 cmh20 in the reference flow level of 20 ml/h the valve operates within the accepted tolerance. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav 2.0 valve. The valve operated as expected and met all specifications. Finally, we have dismantled both valves. Inside the progav 2.0 valve we have found visible build-up of substances (likely protein). Also inside the shuntassistant we have found slight build-up of substances. Based on our examination results, we can partially confirm the suspicion of "dysfunction" at the time of our examination. The progav 2.0 valve shows a blockage. The shuntassistant 2.0 works reliably within the specifications. We suspect that the significant deposits found inside the valves have led to the functional impairment. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4) .

Event description:
It was reported that there was an issue with a progav 2.0 shuntsystem. The reporter indicated that the 9m 25d post operative progav 2.0 shuntsystem had a dysfunction. The progav 2.0 shuntsystem was explanted. Additional information was not provided.